Event description:
It was reported that customer had multiple intermittent occlusions leading to multiple hospitalizations. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Further details and nature of the occlusions and hospitalizations were not provided. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.